Event description:
It was reported that during an unknown procedure, the stapler jammed twice when firing half way. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the atw45 device was returned in good conditions and two cartridge reloads present. Cartridge (b) tr45w, k5a98m was received fully fired and with cartridge deck damaged. Cartridge (c) tr45w, k59y2v was received partially fired 1/2 consistent with an incomplete firing cycle. In addition the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedge pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.